Event description:
The event is reported as: alleged issue: the catheter broke at the end of the y funnel during the pt's transfer, no force applied. Parts remained in the pt, but was easily removed. The pt was re-catheterized. No ppt injury reported. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A f/u report will be sent when investigation is completed.